Event description:
It was observed during the device evaluation that the colonovideoscope exhibited white foreign material within the connecting tube, jet tube, probe cover in between the cracks and around the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remaining in the subject device was not identified. The foreign material was not removed because the device was not reprocessed properly due to the leak occurred from the scope cover packing. The instructions for use states the detection methods associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the prevention methods in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.